Manufacturer narrative:
In-house precision test. Test date: (B)(6) 2009. Inratio meter: in-house meters (B)(4). Retained strip: 211583pa. Two normal donors. In-house precision testing provided (inratio meter): donor 1, meter #1: 1.2, meter #2: 1.0 , mean: 1.10, sd: 0.14. %cv: 12.86% -pass. Donor 2, meter #1: 1.0, meter #2: 1.2, mean: 1.10, sd: 0.14, %cv: 12.86% -pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have both 12.86% cv for each donor, are less than 16%. Both samples pass the criteria for precision. Product deficiency is not produced. No further action is required. User reports discrepant precision results and qc errors with inratio meter. The %cv of the user's meter was greater than 20%, the acceptance criteria for precision is not met. Time elapsed between results was greater than 3 hours. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Pt reports having been taken off coumadin between results reported. Pt reveals difficulty in getting sample. In-house precision test was performed with retained strip, normal donors, and in-house meters. Precision criteria was met. Retained strip deficiency not established. No further action is required. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, 1st inr = 4.8, 2nd inr=2.0. Pt's ideal reading should be 3-3 1/2, reported 4.8. On thursday last week, went off coumadin for 2 days>retested and reading was at 2.0> then error message. Caller stated that the doctor took her off the coumadin for a few days and started taking it again on sunday.